Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the investigation conclusion code.

Event description:
This report is being submitted due to the completion of product evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection revealed a crack in the distal area of sense b ring electrode. Resistance tests were completed to assess electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspection shows the crack nears the sense a lumen; however, the results are inconclusive whether the crack reached the lumen. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
It was reported that this system exhibited noise which was oversensed and resulted in an inappropriate shock. A review of the episode noted that the signal reverted to normal immediately following the shock. The system was subsequently explanted. No additional adverse patient effects were reported.